Event description:
It was reported on (B)(6) 2026 a 25mm navitor vision was selected for implant using a small flexnav delivery system. Heparin was administered. The patient's activated clotting time (act) level was 280 seconds at the highest. During the procedure the valve was partially re-sheathed once. An extra sheath exchange was done when the left ventricle wire position was lost. During deployment of the device, the patient became hypotensive. Echocardiography revealed a circumferential pericardial effusion. The valve and delivery system was removed from the patient. A cardiac tamponade was confirmed. A pericardiocentesis was performed. The patient was intubated, and transesophageal echocardiography (tee) was performed. Tee showed widespread thrombus within the heart and ascending aorta. The patient went into cardiac arrest. Cardiopulmonary resuscitation was performed. However, the patient passed away on the procedure table. The cause of death was cardiac arrest. The physician suspected either the right ventricle was perforated from the temporary pacemaker or the left ventricle was perforated from the non-abbott guidewire, but this was not confirmed.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.